Manufacturer narrative:
Section a4 and a5: unknown/ asked but not available. Section d6a: if implanted; give date: n/a. The intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a. The intraocular lens was inserted and removed during the same procedure. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was fully inserted into the patient¿s left eye and was removed during the same procedure due to a capsule rip, lens fell in the posterior chamber. The replacement iol was from another company. There was indication of a vitrectomy. Patient status post-procedure was reported as fine. The suspect iol is available for return. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 13-nov-2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection reveal that the complaint handpiece was received with the plunger rod overriding the lens, which was stuck inside of the cartridge with the lead haptic unfolded. The lens module was inspected and no marks that would indicate that the plunger rod advanced incorrectly could be identified. There was not viscoelastic residue distributed throughout the length of the cartridge, suggesting that an inadequate amount of ovd/bss may have contributed to the complaint issue. The iol was cleaned and no issues that could cause or contribute to the complaint issue could be identified. The handpiece was disassembled and no issues that could cause or contribute to the complaint issue could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. The search revealed that no other complaints were received for this purchase order. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.